Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. (B)(4).

Event description:
It was reported that this pacemaker had an infection with sepsis. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No device issues and the patient will be reimplanted in the next few days. Additional information received from the field representative indicates that a right ventricular (rv) lead was used as a temporary pacing lead and was connected to an external non-boston scientific device. No additional adverse patient effects were reported.